Manufacturer narrative:
E1: initial reporter phone no. Additional: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ink on an unspecified quantity of chemo-aide dispensing pins wiped right off and made a huge mess and made it impossible to read. This was discovered prior to patient use, upon receiving the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction for b3: event date: change from 03/04/2023 to 03/04/2022. Additional information was received for h4, h6, and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.